Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, h2, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: electrical contact corrosion, coupler internal pin rust, cable water-tightness failure, ccd burn. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1, facility name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had coating peeled off from the cable. The issue was observed at the time of maintenance. There were no reports involvement.

Manufacturer narrative:
In addition, the following reportable malfunctions were identified during the device evaluation: corrosion on video connector, main body has burn. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.